Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of hole/perforated and fluid leak. The observed hole in the pump kink resistant tubing (krt) was determined the most probable cause of the reported events. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The pump and cylinders were visually and microscopically inspected, and leak tested. Also, the pump was functionally tested and the cylinders were pressure tested. The pump (krt) had a hole which led to a leak was present in the pump strain relief krt (cylinder) junction. The pump was functionally tested and performed within specification. Both cylinders had folds that indicate possible buckling of the cylinders in the distal cylinder body. One of the cylinders had a leak as result of the explant surgery; the cylinder was not pressure tested due to this leak. The other cylinders passed all testing. The identified of fluid leak in the pump krt could affect the functionality of the device, therefore confirming the reported allegations but unable to confirm the reported allegation related to erosion. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure with a device implanted more than ten years ago due to a fluid leak. It was said that the leak was located at the pump connection to the tubing going to the reservoir, and it was caused by a hole. Also, it was said that the patient experienced erosion. The pump and cylinder were removed and an entire ipp device was implanted. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure with a device implanted more than ten years ago due to a fluid leak. It was said that the leak was located at the pump connection to the tubing going to the reservoir, and it was caused by a hole. Also, it was said that the patient experienced erosion. The pump and cylinder were removed and an entire ipp device was implanted. There were no patient complications.